Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 42-year-old female patient who had essure (batch no. C36383-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included gravida ii, parity 2, endometrial ablation and fibroids. Concurrent conditions included mammogram since (B)(6) 2018, menometrorrhagia, ovarian cyst, vitamin d deficiency, stress incontinence, female, pap smear abnormal, excessive menstruation, sleep disorder, menstrual discomfort, menses irregular with excessive bleeding, uterine leiomyoma, dysfunctional uterine bleeding, foot discomfort, anterior cruciate ligament reconstruction, vaginitis, obesity, constipation, abdominal pain and stress incontinence. Concomitant products included alprazolam since (B)(6) 2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) since (B)(6) 2015, medroxyprogesterone acetate (medroxyprogesteron) since (B)(6) 2015, nsaids since (B)(6) 2015 and paracetamol (acetaminofen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problemscondition: mental anguish") and depression ("psychological or psychiatric problemscondition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the psychological trauma, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. The lot number reported (c36383) is not valid. Most recent follow-up information incorporated above includes: on 24-oct-2019: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 42-year-old female patient who had essure (batch no. C36383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included delivery, parity 2, endometrial ablation and fibroids. Concurrent conditions included mammogram since (B)(6) 2018, menometrorrhagia, ovarian cyst, vitamin d deficiency, stress incontinence, female, pap smear abnormal, excessive menstruation, sleep disorder, menstrual discomfort, menses irregular with excessive bleeding, uterine leiomyoma, dysfunctional uterine bleeding, discomfort, anterior cruciate ligament reconstruction, vaginitis, obesity, constipation, abdominal pain and stress incontinence. Concomitant products included alprazolam since (B)(6) 2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) since (B)(6) 2015, medroxyprogesterone acetate (medroxyprogesteron) since (B)(6) 2015, nsaids since (B)(6)2015 and paracetamol (acetaminofen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problemscondition: mental anguish") and depression ("psychological or psychiatric problemscondition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the psychological trauma, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet and mr received, new reporter ,patient demographic, patient concomitant condition essure lot number, concomitant medication, new event menorrhagia (heavy menstrual bleeding) , psychological or psychiatric problemscondition: depression and mental anguish ,and she did not undergo essure confirmation test, event outcome,date were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Product indication updated. Essure explant date added. Events- general abnormal bleeding, abdominal pain, menorrhagia (heavy menstrual bleeding) and psych injury were added. Event outcome updated for: physical pain/pelvic pain. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.